Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone that they were experiencing low blood glucose level 36 mg/dl which was treated by glucose candy and coke. Customer declined troubleshooting for low blood glucose level. Device will be returned for analysis.